Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1604200500, 510k # k113174 and UDI # (B)(4) was cleared in the united states. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: lumbar posterior interbody fusion it was reported that on an unknown date, post-op, the titanium alloy rod fixed at t7/s2 was broken. Hence, patient underwent revision surgery in which rods were connected with mrc and fusion is subsequently reinforced by placing four rods at the broken rod area. The patient also experienced low back pain. As per doctor, stress may have been applied differently because olif(oblique lumbar interbody fusion) was performed from l1 to l4.